Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor will not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.